Event description:
Product monitoring specialist reports via e-mail that customer called with regards to an alleged air injection involving an injector system. A male having CT abdomen/pelvis with optiray 320, 100ml pi syringe (lot # p205c, exp. 04/2010). IV access device was a 22gauge bd saf-t intima in the left ac. Injection protocol was 1.5ml/sec for a volume of 95ml. Approximately 80cc bolus of air was injected into patient. This was determined when they did not notice contrast enhancement on the images. Patient was initially released to their scheduled doctors appointment. During the patient visit to the doctor, patient started experiencing chest pains. Patient was then admitted and radiologist reported seeing the air embolus on the scan images. Repeated CT chest about 6 hours later and all air had dissipated. Patient outcome: good.

Manufacturer narrative:
The field service engineer verified proper operation in compliance with injector service manual and checklist. Fse also verified that the used syringe warning and that the air evacuated indicator are operable. Injector returned to full service by the customer.